Event description:
It was reported to boston scientific corporation that during unpacking of the device, a tear was discovered in the front plastic packaging of the device, compromising the sterile barrier. There was no obvious shipping damage to the outside fedex box. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that during unpacking of the device, a tear was discovered in the front plastic packaging of the device, compromising the sterile barrier. There was no obvious shipping damage to the outside (B)(4) box. There was no patient or procedure involved.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the cause of this event. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual analysis of the returned probe showed that the package was found torn/punctured near the probe handle assembly. The seal on the package was not compromised and the probe assembly appeared to be free of any damage. The most probable root cause for this event was determined to be 'handling damage' since the event occurred outside the patient and likely occurred due to shipping/handling of the device.